Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2026. While wearing the pod on the abdomen between 4 and 24 hours during travel, the patient's blood glucose levels rose to greater than 350 mg/dl. Reported symptoms included frequent urination and elevated blood glucose readings. The patient was treated with diagnostic testing, potassium replacement, and electrolyte fluid therapy. The patient was discharged from the hospital on (B)(6) 2026.